Event description:
Related manufacturer reference number: 2017865-2022-03270. It was reported that the patient presented in clinic due to discomfort. It was noted that the implantable cardioverter defibrillator (ICD) misinterpreted a tachycardia rhythm resulting in an inappropriate shock by the right ventricular (rv) lead. Both the ICD and rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inappropriate therapy could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. The device was tested on the bench and using automated testing equipment, and no anomalies were found.